Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm reported. The patients condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The customer returned one guide wire for analysis. The guide wire was returned within its advancer tubing and showed evidence of use. Visual inspection of the guide wire revealed two kinks near the distal end of the guide wire. Microscopic examination confirmed the kinks. Both welds were present and appeared full and spherical. The kinks in the guide wire measured 21mm and 28mm from the distal tip. The guide wire length measured 601mm, which is not within the specifications of 678-688mm per product drawing. The guide wire outer diameter measured 0.798mm, which is not within the specifications of 0.838-0.877mm per product drawing. These measurements indicate that the customer either reported the incorrect material number, or returned the incorrect guide wire. Functional inspection of the guide wire was performed per the product IFU, which states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was threaded through a lab inventory arrow raulerson syringe (ars) and a lab inventory 18ga introducer needle, and was able to pass through both components with minimal resistance. A manual tug test confirmed both welds were intact on the guide wire. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual inspection r evealed two kinks towards the guide wire distal end. During dimensional inspection, however, it was confirmed the guide wire did not match the reported specifications. Therefore, it was inferred that either the wrong guide wire was returned, or the wrong material number was reported. Based on these circumstances, and without the correct sample returned, the root cause for this event could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm reported. The patient's condition is reported as fine.